Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased vision. Upon inspection, it was found that iol had extensive glistenings / opacities. There are four medical device reports associated with this event. This report is associated with the fourth patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).